Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a pentaray nav and during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information was received which indicated that the device was used on the patient. Therefore, the event is considered MDR reportable with an awareness date of (B)(6) 2026. The hospital's booster pump is usually used for water flow in pentaray catheters. However, the director found that the water could not flow when the catheter was inserted for the second time. After applying pressure again and using the flushing pump for high flow rate flushing, ¿the pump still did not produce water¿. It was later clarified that the pump is not faulty, it's just that the catheter ¿is not producing water¿. The catheter was replaced and the issue was resolved.